Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: not informed. Lot number of both sutures of product code 1161t? I do not have the number of batches as the procedure was performed by a plastic surgeon who discarded the packages at the time of surgery. The quantity was reported as 2. Did 2 individual sutures contribute to the reaction? I don't know how many sutures were made, I know there are suture stitches with this thread in the right and left cheeks. I asked for ultrasound to evaluate but the thread was not found because in the city we live there is no ultrasound with adequate frequency to find it, only edema was found in the region. The patient is about to schedule skin us in the city of (B)(6) for a better evaluation. What symptoms did the patient experience following the index surgical procedure? Onset date? Describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) on (B)(6) 21 she underwent upper and lower blepharoplasty (surgery refers not having left non-absorbable sutures) + minilifting (surgeon reported having left only non-absorbable 5-0 black mononylon on cheeks). On the fifteenth day after surgery, edema, erythema and sensation of pain and intense burning in the cheeks and sometimes in the eyelids began, which remains until today (6 months after surgery). The reaction is localized but brings a lot of discomfort and intense burning. On physical examination, she has erythema and edema in the cheeks up to the sideburns. Other relevant patient history/concomitant medications? Does not use continuous medications. Fifteen years ago she underwent reduction mammoplasty and had stitch rejection with pus coming out, which improved in a few days. However, she underwent abdominoplasty 12 years ago and on (B)(6) 2021 she underwent cholecystectomy without reactions (we do not know the sutures used in each case) does the patient have known allergic history to medical device, food or medications? It itch with cologne. She is allergic to jewelry with erythema and liquefying on the spot. Was there any allergy testing performed other than what was previously reported? If yes, results? No, only those reported in addition to blood tests to assess autoimmune diseases. Empirical treatment for rosacea, unsuccessful. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. No. What tissue location of the placement of suture? I can't specify, the surgeon reports it as cheeks. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal according to patient and surgeon. How was suture initially placed (interrupted or continuous)? I do not know. Was the suture removed? And if yes, was re-suturing performed and what was used to re-suture? Not removed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Delayed hypersensitivity to cobalt wire component? Paraphenylenediamine which dyes the wire black? What is the patient's current status? Extremely psychologically shaken by the aesthetic compromise and persistent burning of the face. Any samples being returned? No.

Event description:
It was reported that a patient underwent a minilifting surgery on (B)(6) 2021 and suture was used. After 15 days, the patient started to present with pain, edema and recurrent erythema in the left and right zygomatic region. There was a suspected allergic reaction to the suture. The patient underwent several tests to rule out autoimmune diseases and other types of allergies such as contact dermatitis. A mononylon thread was placed on her superficial skin for 14 days with some local inflammation. She was treated with oral corticosteroid (prednisone) 1mg/kg with resolution of the skin reaction at the superficial suture site but little response in the zygomatic area. The current condition of the patient was reported as remains with pain, erythema and edema in the zygomatic region. Additional information has been requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? No, I believed that the event was not expected and is linked to a hypersensitivity reaction. Was any surgical intervention performed? If yes please explain. After the event, there was no surgery, although the removal was indicated as a likely means of resolution. The patient is unsure about the withdrawal and whether it will really bring about an improvement. Any medical treatment provided? If yes, please provide medicine name, strength and dose? The patient underwent several tests to rule out autoimmune diseases and other types of allergies such as contact dermatitis. It had a positive patch test for: paraphenylenediamine +++ nickel +++ fragrance mix +++ cobalt ++ ammonia ++ turkey balsam + perfume mix + thimerosal + octyl gallate + mix parabens?. She reports having removed contact with them in their hygiene and cosmetic products without any improvement in her condition. The mononylon thread was placed on her superficial skin for 14 days with some local inflammation. She was treated with oral corticosteroid (prednisone) 1mg/kg with resolution of the skin reaction at the superficial suture site but little response in the zygomatic area. What is the current condition of the patient? The patient remains with pain, erythema and edema in the zygomatic region. What is the lot number? Sterile black ethilon mononylon 5-0 e15 (1161). I don't know the batch because it doesn't have the packaging of the original wire used by the surgeon. Please clarify device's availability? According to information from the plastic surgeon who operated on it, the wire is located in the cheek musculature and will not be reabsorbed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Lot number of both sutures of product code 1161t? The quantity was reported as 2. Did 2 individual sutures contribute to the reaction? What symptoms did the patient experience following the index surgical procedure? Onset date? Describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Other relevant patient history/concomitant medications? Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed other than what was previously reported? If yes, results? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Was the suture removed? And if yes, was re-suturing performed and what was used to re-suture? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Any samples being returned? Note: events reported in 2210968-2021-11593.